Manufacturer narrative:
Information contained in this report was previously submitted through psr on 4/29/2010 and 10/15/2018. This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Device evaluation: visual analysis of the returned device identified: weight to the spec and deformation. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Reason for reoperation was due to lump or thickening in or near the breast or in the underarm area. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported on side specific "lump or thickening in or near the breast or in the underarm area", and breastfeeding difficulties. This is for the right side. Device has been explanted.